Event description:
It was reported an infection occurred (B)(6) 2012. It was noted there was redness and incisional wound opening. Culture of blood, cerebral spinal fluid and device pocket positive for staph. Intravenous and oral antibiotics and total device explant performed. The patient had risk factors prior to implantation of post-operative wound or skin contamination. It was noted at the time of this report that the infection was resolved, patient did experience withdrawal symptoms secondary to total device system removal, no outcome reported. The system was used to infuse baclofen.

Manufacturer narrative:
Catheter: model ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4). Final analysis of the pump revealed no anomaly. Final analysis of the sutureless connector catheter revealed indentation/cut/tear in the sealing surface of the sutureless connector. The seal came off the sutureless connector assembly, this was likely done during explant procedure.

Manufacturer narrative:
Supplemental submitted to correct conclusion codes previous analysis finding of the catheter was not significant to in-vivo performance.